Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with dried blood. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to the fully rear-locked position. The opening of the carrier tube was inspected, and the anchor was visible within the opening. No signs of deformation or damage were identified on the device. Functional testing was performed by resetting the deployment mechanism and re-deploying the device. The device was reset to the forward lock position and then re-engaged and set to the rear lock position. When set to the forward lock position, the anchor deployed properly, and was able to post to the tip when the device was set to the rear lock position. The anchor was pulled manually to test the deployment of the suture, collagen, and tamper tube. All components appeared to deploy successfully, and no issue was found with device functionality. Photographs were taken at each stage of the functional testing process. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor and suture did not come out of the device. Bleeding was stopped by manual compression and pressure bandage. The right common femoral artery was punctured retrograde and a crossover intervention in the left thigh. Blood loss was less than 250cc's. According to the physician the anchor and suture were missing in the device. The physician was not sure if the anchor and suture were pushed into the artery. Patient had minor bleedings, but manual compression was successful. Patient was in stable condition and could leave the hospital as planned. The patient experienced minor harm. Additional information was received 2021august2021: there was no stenosis, plaque, calcium present around the insertion site. A pre-deployment angiogram was performed.